Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Isi received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate or confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, and moved intuitively with full range of motion in all directions. The grips opened and closed properly and delivered energy. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument was in use when mesenteric tissue became trapped in the hinge of the instrument. This event led to cutting of tissue which resulted with bleeding. The complication was resolved with the placement of sutures.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument was in use when unspecified mesenteric tissue became trapped in the hinge of the instrument. The surgeon was unable to remove the tissue from the instrument which caused a mesenteric tissue bleed. The procedure was completed as planned. Intuitive surgical, inc. (Isi) contacted the initial reported (nurse) of this event and additional information was obtained about the complaint: the nurse was not present during this event, but was informed by the or staff who were in the room during the event. The mesentery tissue was reportedly stuck in the wrist of the force bipolar instrument and not in the jaws. The nurse did not notice anything abnormal with the instrument when she packaged it and returned it to isi. During the complication, the surgeon attempted to maneuver the force bipolar to free the tissue from the wrist, but was not able to and ended up cutting the tissue. The cutting of tissue resulted in a bleed which was resolved with sutures. The nurse did not know the amount or severity of the bleed. It was unknown what surgical task was being performed at the time this event occurred. The nurse said she was not aware of the patient experiencing any post-operative complications, but did know they were intended to return home the day of the procedure; however they were hospitalized overnight and returned home the next day. Isi has attempted to obtain additional information from the surgeon of this procedure; however, as of the date of this report, no further details have been received.